Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information received indicates the device was explanted and replaced. The patient was stable.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available. There were no patient consequences.

Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, a longevity calculation was performed and the device was within the expected longevity performance. Premature battery depletion could not be confirmed.